Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, refrigerator bins were failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager had multiple failed refrigerator bins. A field service engineer (fse) found no failures on the station upon arrival. The fse checked that all bins were working correctly. The top cover was opened to check connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter addr 1: (B)(6).